Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noisy signals that resulted in atrial tachy response (atr) episodes. It was noted that the impedances remained relatively stable. Technical services (ts) advised troubleshooting actions. The lead remains within use. No adverse patient effects were reported.